Event description:
It was reported that the patient called to report that he had a revision/replacement surgery of his artificial urinary sphincter (aus) on (B)(6) and he is now experiencing burning with urination and a reduced stream, and bloody drainage at the incision line. He denies signs and symptoms of infection other than the burning. Patient liaison recommended to contact his dr. As soon as possible for assessment. The patient has an appointment on (B)(6) 2020 with his dr. The physician believes the current device has fluid loss.

Event description:
It was reported that the patient called to report that he had a revision/replacement surgery of his artificial urinary sphincter (aus) on (B)(6) and he is now experiencing recurring incontinence, burning with urination and a reduced stream, and bloody drainage at the incision line. He denies signs and symptoms of infection other than the burning. Patient liaison recommended to contact his dr. As soon as possible for assessment. The patient has an appointment on (B)(6) 2020 with his dr. The physician believes the current device has fluid loss.

Manufacturer narrative:
Field change: h6 patient code updated.